Event description:
It was reported that during a routine pulse generator change out procedure, an insulation anomaly was noted on the atrial lead. The lead was repaired and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.